Event description:
The subject and the subject's nurse reported that the subject had been obtaining low blood glucose readings (80's and 90's mg/dl) per the one touch basic meter for one week prior to the event. In 2000, the subject was feeling tired and weak. The subject's blood glucose per meter was 95 mg/dl (19:00). The subject went to the ER and was treated for hyperglycemia (IV and insulin) with a lab blood glucose of 523 mg/dl (19:45). The subject does not perform meter check strip tests and does not clean the meter according to the owner's manual.